Event description:
Customer reported issues with the platelet background when using the coulter lh 500 hematology analyzer in their laboratory. The customer performed maintenance. The customer then reported the presence of r (review results) flags with platelet results. The customer replaced the sweepflow check valve, but the issue was not resolved. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found an air leak at the sweepflow reservoir. The fse replaced the sweepflow bubble chamber (vc2) check valve and tubing resolving this issue. (B)(4).